Manufacturer narrative:
The device was electively explanted six weeks later. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller requested review of a stored rythmiq episode. A boston scientific technical services consultant reviewed the data and stated that there appears to be some ventricular undersensing resulted in the mode change. The patient was brought back into the clinic for programming changes and repeated defibrillation threshold (dft) testing. No additional adverse patient effects were reported.